Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set leakage event on (B)(6) 2024. Specifically, the leakage was at the site. Event occurred within 3 or more hours after insertion. Infusion set was used for 2 days. The insertion site was at the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6006528 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 43 on reference samples, 100 samples out 10 samples passed the test. Functional test 1 according to wi version 10 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted esulting in the following: the lot 6006528 was manufactured according to the documen version 71 on the packing process in the machine l1101, on 14/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. .

Event description:
To date no additional patient or event details have been received.